Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle retraction failure. The following information was provided by the initial reporter: customer called in to report that they had an issue with this bd IV catheter. The needle would not retract during use, they removed this from the procedure and used a different one from a different lot. Injuries or adverse event: no.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Bd received 16 sealed 24ga x 0.75in. Insyte autoguard units from lot number 4037555. All units were inspected by breaking tip adhesion, slightly advancing the catheter, and activating the button. A stopwatch was used to measure the time between button activation and full needle retraction. All units retracted instantly and within specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.